Event description:
It was reported the patient is not receiving effective stimulation from her scs system. Upon device interrogation high impedance readings on multiple lead contacts were observed. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient underwent surgical intervention on (B)(6) 2015, were her leads explanted and replaced. During the procedure, it was noted the physician elected to explant and replace the patient's ipg with a different model as well. Reportedly, effective stimulation therapy was achieved and the issue is now resolved.